Manufacturer narrative:
Results of investigation: the suspect device was return for investigation. Vyaire medical determined root cause as due to dislodged inspiration valve connection and a inadequate system calibration contributed to the secondary issue reported of the vent failing the circuit calibrations.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer provided a photo of the unit screen issue and informed customer to perform an onsite repair. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a bellavista 1000 us has screen issue while on a covid patient. The end user immediately removed the patient from ventilator due to an error message: "enter password" but no keyboard appeared and they're unable to shut it down. The ventilator continued to function appropriately with no apparent issues with the patient.